Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received two calibration errors and a change sensor alert. Blood glucose level at the time of the incident was 135 mg/dl. Customer also reported having some blood at the insertion site. During troubleshooting, the customer removed the sensor and stated that a part of it was missing. Customer was advised that the sensor would be replaced and agreed to return the device for analysis.